Event description:
Additional information received indicates the patient's ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient ipg displayed an elective replacement indicator (eri) message. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.